Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The device was not returned for evaluation. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that they foley catheter balloons were not staying inflated. Customer essentially pushed their foley catheters out and they were found on the ground after delivery with partially inflated balloons, despite using the full 10ml. Customer had used 14 fr and 16 fr catheters.